Event description:
Customer reported device result=700 mg/dl. Result not seen in memory. No action taken. Customer believed result was incorrect and stopped using the device. Device was coded incorrectly. No controls used. A request for return product was made and replacement product was sent.